Event description:
It was reported that the lead had oversensing. The patient was seen in the clinic and there was no noise on the lead and chest x-rays were normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was later reported that the lead continued oversensing and one impedance occurrence. The lead was replaced. No patient complications have been reported as a result of this event.